Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented complaining of episodes of dizziness and visual disturbances. In addition, the patient complained of feelings of headache and a heavy head. It was determined that the lead was cut/sectioned. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut and tear. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted the proximal segment was received with the serial number missing. Visual inspection found the insulation was extrinsically damaged, the connector sleeve was cut and torn, the outer insulation was pulled out of the connector sleeve, and the conductor was fractured in-vivo.